Event description:
Information was received from a patient's representative regarding an external device. Caller did not have external devices with her. The reason for call was caller reported the controller went blank when recharging the implant. Caller stated they troubleshoot with rep chase and was told to call patient services for assistance. Troubleshooting was unable to be performed as caller did not have external equipment with her to troubleshoot. The caller was redirected to call patient services with external devices to troubleshoot. Additional information was received. It was reported the controller had gone blank/non-responsive and one of the contacts inside the controller battery compartment was found to be lifted. The patient also had issues getting their implant charged, implant was at 30%. The recharger antenna was warmer than normal and the paddle part of the recharger was pulled away from the cord revealing a lighter part. The battery pack contacts were inspected and there was no damage and the battery showed it was charging from the ac power supply. A new recharger and controller was requested. No symptoms were reported.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.